Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that the patient was admitted on (B)(6) 2019 for elevated ldh (1700). Pump thrombus was suspected. The patient was started on heparin gtt. The patient was transferred to the cardiovascular intensive care unit (cvicu) on (B)(6) 2019 to receive tissue plasminogen activator (tpa). Tpa was stopped on (B)(6) 2019 and the patient was put back on a heparin gtt. The patient was discharged home on (B)(6) 2019 with lovenox due to subtherapeutic inr. The patient remains ongoing on vad support until they ultimately expired on (B)(6) 2019 (reported under MFR #2916596-2019-06098). Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's death was captured in MFR # 2916596-2019-06098. User facility report: 420018-2019-2022 was received 16dec2019. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the vad clinic on (B)(6) 2019 for routine follow up. Inr was 1.1 and lactate dehydrogenase (ldh) was also elevated at 1700 u/l. Patient reported ongoing shortness of breath and dizziness. When questioned about the appearance of their urine, they stated it is dark and smelly. Patient continued to report chronic fatigue and just feeling poor in general. Patient admitted (B)(6) 2019 for presumptive pump thrombosis for treatment with IV anticoagulation. Patient was started on a high intensity heparin gtt. On (B)(6) 2019 patient was transferred to cvicu to receive tpa. Patient received tpa until (B)(6) 2019 when ldh decreased to 735. Patient placed on heparin gtt (B)(6) 2019. Patient¿s ldh decreased to 522 and inr was 1.1 on (B)(6) 2019. Physician ok with patient going home with lovenox injections (B)(6) 2019 with inr of 1.3 and ldh of 420. It was reported that the patient was admitted on (B)(6) 2019 for elevated ldh (1700), suspected pump thrombus. Patient started on a heparin gtt. Patient transferred to cvivu (B)(6) 2019 to receive tpa. Tpa stopped (B)(6) 2019 and patient put back on a heparin gtt. Patient was discharged home (B)(6) 2019 with lovenox due to subtherapeutic inr. No additional information will be provided. Patient expired on (B)(6) 2019 due to suspected thrombosis.